Event description:
Knee revision. Pain on surgical site. Exploration and change of plastic: poly failure due to wear.

Manufacturer narrative:
This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The patient had a previous procedure that could be related to the reported polyethylene wear. The patient previously had a lateral release suggesting a tight joint space which could lead to unanticipated wear of the device. The investigation could not confirm or draw any conclusions about the reported event based on the provided information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.